Manufacturer narrative:
(B)(4).the sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed. The cause is due to use error as the patient left a clamp open on an unused supply line. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 3 of 3 on the home choice. During troubleshooting, it was noted the home patient (hp) had an open clamp. The technical service representative (tsr) explained the alarm and the hp cycled the power. The tsr assisted to retrieve the cassette and advised the hp to let the registered nurse (rn) know about the alarm. The hp would follow up with manual supplies. Product surveillance contacted the peritoneal dialysis nurse (pdrn) on (B)(6) 2011 regarding the system error 2240 alarm. Per the pdrn, the hp had not followed up with them regarding the alarm. The pdrn stated the hp was currently using the cycler for therapy. There was patient involvement. No patient injury or medical intervention was reported.